Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved delivery accuracy testing and no issue was found. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that at the end of chemotherapy infusion using a smiths medical cadd solis vip pump, when the patient returned to the hospital, residual volume of chemotherapy remained in the pump. The volume varied from 25ml-40ml. Testing was performed by the biomedical department. There was residual volume of 30-50ml (6-10%) on the pump. There was no injury to the patient or clinician.